Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the homechoice (hc). The home patient (hp) was connected at the time of the event. During troubleshooting with the technical service representative (tsr), it was discovered that the hp had 4 bags connected with solution in heater and final bags only. The tsr assisted the patient in clearing the alarm. The hp planned to complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.